Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a month of implant, the patient had a "festering up" indicated drains clear fluid came out while sleeping. Manufacture recommended patient to work with medical doctor. The device is still in use. No patient complications have been reported as a result of this event. One month post implant, it was reported by the patient that "surgery was very botched up and has a stitch that is coming out, festering up". The patient also reported that the stitch drains clear fluid through her night clothes while sleeping and site is still swollen. Patient indicated that she has considered pulling the stitch with tweezers. The device is still in use. No further patient complications have been reported as a result of this event.